Event description:
Additional information was received that the patient passed away from right heart failure that was exacerbated by the removal of the pump. The pump did not operate as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed pump stop events while the patient was operating on both the power module and 14 volt batteries. Based on previous experience with the heartmate (hm) ii left ventricular assist system (lvas) and similar reported events, these log file findings could be indicative of a potential driveline issue; however, a specific cause could not be conclusively determined through this evaluation. Additionally, a specific cause for the right heart failure (rhf) could not be conclusively determined; however, the account indicated that rhf was exacerbated by removal of the pump. The submitted log file contained events from (B)(6) 2023, per the timestamps. Multiple pump stop events were captured on (B)(6) 2023 while the patient was operating on the power module and 14 volt batteries. No other notable events or alarms were captured. The relevant sections of the device history records for (B)(6), the original driveline, serial number (B)(6), and replacement driveline, serial number (B)(6) (document (B)(4)), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) rev. C and the hm ii patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the hm ii lvas. Section 6 of the IFU, "patient care and management", under ¿pump performance monitoring¿, covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed, low flow, and pump off alarms) and how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿; however, all hm ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that multiple pump stops were noted on (B)(6) 2023. The patient had a history of a driveline repair. The pump stops occurred on the orange cable. Log files captured intermittent low flow events between (B)(6) 2023. Pump stops on (B)(6) 2023 were noted while on both the power module and on battery power. The patient was explanted on (B)(6) 2023.

Event description:
Additional information was received that the patient was asymptomatic. An echocardiogram (echo) to view the patient's heart function and a computed tomography (CT) scan of the patient's chest and abdomen were performed. The patient had an ejection fraction of 50%. The pump was stopped and the patient was taken off of left ventricular assist device (lvad) support on (B)(6) 2023. The patient expired on (B)(6) 2023 due to right heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.